Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to multiple inappropriate shocks due to suspected air bubbles. The patient was admitted to the hospital, therapy was programmed off and testing was scheduled to be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to multiple inappropriate shocks due to suspected air bubbles. The patient was admitted to the hospital, therapy was programmed off and testing was scheduled to be performed. No additional adverse patient effects were reported.